Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No alarm was noted for a loose drive support disk. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the insulin pump alarmed an error during a priming attempt. The blood glucose reading was unknown. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.